Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." (B)(4).

Event description:
Patient enrolled in a clinical study underwent a hip revision procedure 15 days post-implantation due to periprosthetic fracture of the femur after a fall. The femoral components were revised.